Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture/silicone migration: observed, a broken assessed, as a surgical impact opening (shell thickness within spec). And missing shell observed, assessed as inconclusive. Lymphadenopathy: unable to observe. As per the investigation procedure: non-penetrating nick were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, left side rupture. Healthcare professional, later reported, "lymph node". And "there is trace silicone signal seen within, left axillary nodes. Device explanted.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported "lymph node" and "there is trace silicone signal seen within left axillary nodes. Device explanted.

Manufacturer narrative:
Corrected data: d.6b.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
Healthcare professional reported, left side rupture. Healthcare professional, later reported, "lymph node". And "there is trace silicone signal seen within left axillary nodes. Device explanted.